Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 2 syringes of juvéderm voluma xc on bilateral temples. Six days later, patient was injected with toradol injection and decadron. That same day, patient experienced right side pain & swelling in temple area which progressed to the periorbital and forehead. Patient was treated with augmentin and bactrim. Five days later, patient reported "there is still swelling and pain but 40-50% better but hard to open jaw." Next day at the office, patient was treated with 150 units of hylenex. Pain is less but still difficult to open jaw. Symptoms are on-going.